Event description:
Additional information received indicated that the cause of the event was poor stimulation coverage. The event was due to stimulation being felt in ribs. Reprogramming on 2013 (B)(6) and 2013 (B)(6) had been done as an intervention during which stimulation had been moved out of ribs and to include back. Patient outcome was noted as no injury.

Event description:
It was reported there was a shocking or jolting sensation to the patient's mid back and spine area. It was noted this occurred the morning of report and had made it difficult to breath. It was noted the patient had recently been reprogrammed. The patient was on group a and decreased amplitude down to 0.0 volts. It was noted reprogramming would be attempted. Follow up reported there were no diagnostics performed on the device. There were no malfunctions seen or a cause of issue determined. It was noted the patient did not know how to run programmer efficiently after two education visits. The 'third time it set in' and the patient was doing 'fine.' The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).